Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed, and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract extraction with intraocular lens (iol) implant procedure, when implanted, the lens broke inside the cartridge. Additional information has been requested.